Event description:
The c4615s cusa excel 36 khz micro tip plus was being used in a trans-nasal endoscopic case for a clival cordoma resection. The settings on the device were at their highest: amplitude, aspiration, and irrigation. At the conclusion of the case, the nurse noticed a pink area at the top of the patient's nostril. She attributed this color change to the instrument and that it had put pressure at this point; however, the surgeon thought that it was due to the cusa tip, the micro tip plus, that was hot. The nurse noted that the skin was not broken. It was unknown if there was a patient injury. There was no revision or medical intervention required. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 01/16/2017: the integra (B)(4) territory manager has stated that the tip will not be returned given that it was disposed of. Given that no suspect product will be returned no evaluation and failure analysis can be performed. The device in question was not released for review or was the lot number provided. A DHR review will be performed when either has been submitted. A two year look back in (B)(6) for this reported failure and or related to "color change or skin burns at entry of nostril" for this product ID shows that 3 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: no returned material, the physical condition and functional state of the c4615s cusa excel 36khz micro tip and therefore its potential impact on the reported event cannot be determined and is unconfirmed.